Event description:
It was reported that an alert was triggered for right ventricular (rv) lead high impedance. A potential lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).